Event description:
It was reported that the patient received a tm glenoid on (B)(6) 2003. On (B)(6) 2013 it was identified through radiographic examination that the keel separated from the base.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.